Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the device review cannot be completed. The lot number of the disposable handpiece was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when they are released, including adequate sterilization. The operator's manual lists infection as a possible adverse event after endometrial ablation under "other" adverse events. Disposable handpieces are terminally sterilized using a validated process and every lot is verified by quality during the review and release process prior to shipment.

Event description:
It was reported that a patient underwent an otherwise unremarkable diagnostic hysteroscopy, d&c, and endometrial ablation. About 50 days after the procedure the patient went to the ER complaining of abdominal pain, was diagnosed with suspected pelvic abscess, treated with antibiotics and fully recovered.